Event description:
It was reported that the aseptic transfer kit housing part number 89-8510-440-10 lot number unknown was opened during operation in the sterile area. This event is related to a malfunction that could potentially lead to a sterility issue. There was no harm or injury to patient/operator reported. The desterilized area has been covered.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be performed if new information or product is received.

Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Three attempts were sent to the customer to retrieve the product. However, no response was received. The universal aseptic transfer kit housing, part number 89-8510-440-10, lot number 5007628 was not returned for complaint investigation. The device could not be visually inspected in an effort to confirm the defect. However, a visual diagnosis could be performed based on the received photo. No visual failure has been identified based on the picture provided. Moreover, we were unable to confirm the defect as the device was not received. New report is performed as lot number was received. Design history record review was performed on lot number. No link could be established between the defect reported and the DHR review. Another follow up report will be performed if the product is received.

Event description:
It was reported that the aseptic transfer kit housing part number 89-8510-440-10 lot number unknown was opened during operation in the sterile area. This event is related to a malfunction that could potentially lead to a sterility issue. There was no harm or injury to patient/operator reported. The desterilized area has been covered.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Three attempts were sent to the customer to retrieve the product. However, no response was received. The universal aseptic transfer kit housing, part number 89-8510-440-10, lot number unknown was not returned for complaint investigation. The device could not be visually inspected in an effort to confirm the defect. However, a visual diagnosis could be performed based on the received photo. No visual failure has been identified based on the picture provided. Moreover, we were unable to confirm the defect as the device was not received. Design history record review could not be performed as the lot number is unknown. Another follow up report will be performed if the product is received.

Event description:
It was reported that the aseptic transfer kit housing part number 89-8510-440-10 lot number unknown was opened during operation in the sterile area. This event is related to a malfunction that could potentially lead to a sterility issue. There was no harm or injury to patient/operator reported. The desterilized area has been covered.